Event description:
It was reported by customer that over the past few weeks there have been multiple failures of the bd power loc max mediport needle. The failures occur in the tubing causing a leak. Results in both drug loss and blood exposure. No other information was provided. It was reported this occurred with 3 devices. This report addresses all 3 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with (B)(6) 2024 as the date of awareness. After further review, it was determined the date of awareness for this event is 20 september 2024. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that over the past few weeks there have been multiple failures of the bd power loc max mediport needle. The failures occur in the tubing causing a leak. Results in both drug loss and blood exposure. No other information was provided. It was reported this occurred with 3 devices. This report addresses all 3 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of awareness for this complaint is september 20, 2024. The date of occurrence for this complaint is september 19, 2024. The complaint of leak was confirmed. The product returned for evaluation was one 20g powerloc max infusion set w/y-site. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was observed at the interface of the y-site the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that over the past few weeks there have been multiple failures of the bd power loc max mediport needle. The failures occur in the tubing causing a leak. Results in both drug loss and blood exposure. No other information was provided. It was reported this occurred with 3 devices. This report addresses all 3 devices.